Event description:
It was reported that the steerable inserter would not articulate in surgery. There were no adverse consequences as a result of this event, the procedure was completed successfully by using a straight inserter, and there was a surgical delay of 1 minute due to identification of the matter prior to inserting the implant.

Manufacturer narrative:
Applicable stryker personnel that are involved in the maintenance or preparation of the tritanium tl inserter have been identified to receive notification of a correction to assure that the instrument is lubricated adequately. The stryker personnel includes stryker representatives that handle and review instrumentation prior to each surgery as well as personnel responsible for preparing loaner sets for distribution to the field.

Event description:
It was reported that the steerable inserter would not articulate in surgery. There were no adverse consequences as a result of this event, the procedure was completed successfully by using a straight inserter, and there was a surgical delay of 1 minute due to identification of the matter prior to inserting the implant.

Event description:
It was reported that the steerable inserter would not articulate in surgery. There were no adverse consequences as a result of this event, the procedure was completed successfully by using a straight inserter, and there was a surgical delay of 1 minute due to identification of the matter prior to inserting the implant.

Manufacturer narrative:
Method: product inspection, product history review, complaint history review, labelling review, risk assessment. Result: the reported event of confirmed via functional inspection. Upon functional inspection, the black knob was grinding during rotation. There was confirmed red rust discoloration. When the black knob was rotated too far, it would appear to be stuck. Post-lubrication, the device worked as intended. Manufacturing records were reviewed and no relevant manufacturing issues were identified. Surgical technique states: instruments must be examined for wear or damage prior to surgery. Thoroughly inspect the inserter tip and inserter shaft for any damage prior to use and do not use if any damage is evident to threads, rotating mechanism, etc." Conclusion: the potential root cause of this investigation appears to be related to lack of lubrication.